Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device won't shock. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Report originally submitted with cfn#: (B)(4); the correct cfn#: is (B)(4).

Event description:
It was reported to philips that the device won't shock. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca and capacitor needed to be replaced. The processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was then conducted with the returned pca and the unit failed operational testing for defib-pads. Additionally, three manual shocks were delivered not within specification as measured by the defibrillator/analyzer. Operational testing was run again while putting pressure on j16, pulling it toward j18, and the device passed. Three manual shocks were then delivered while putting pressure on j16 and the shocks were delivered within specification. As a result, it was determined that the pin(s) on connector j16 had lifted which affected the energy output of the device. Upon conclusion of the analysis, the reported problem was verified and the processor pca was found to be defective. Upon conclusion of the evaluation, the processor pca and capacitor were both replaced to resolve the reported issue. Although the processor pca was returned to failure analysis and confirmed to be faulty, it cannot be ruled out that the capacitor also did not cause or contribute to the reported failure. The device remains at the customer site and no further evaluation is required at this time.